Manufacturer narrative:
Age at the time of event: 18 years or older. Device evaluated by MFR: one v-18 control wire was received, it was stuck inside of an innova device. The v-18 wire was kinked, as part of overall visual revision. It was possible to release the wire from the innova device. The guidewire has many kinks along the body. All dimensions of the wire were within specification. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR 2134265-2017-05970. Reportable based on device analysis completed on 28jun2017 for MDR 2134265-2017-05970. A 6x200x130 innova¿ stent was selected for a peripheral lower leg extremity procedure. The 100% stenosed target lesion was located in the highly tortuous and calcified right distal superficial femoral artery (sfa). Vascular access was obtained via the left femoral artery then up and over the iliac bifurcation in a contralateral approach. The lesion was rotablated and pre-dilated with a 4.0x100mm sterling balloon catheter. Deployment of the 6x200x130mm innova¿ stent was initiated via the thumbwheel and after approximately 100mm of the stent being deployed; the stent stopped deploying with approximately 150 mm of the stent left. The physician pulled back on the pull grip on the handle to release the remaining portion of the stent; however the stent did not release completely. In attempts to release the remainder of the stent the handle was disassembled; however this was not successful. The stent was still stuck so the physician removed the delivery system, including the v18 guidewire, from the patient. The stent was stretched as a result of this. The physician then attempted to pass another guidewire through the sheath without success. The procedure was aborted with the innova¿ stent partially in the patient¿s sfa and the remaining portion of the stent inside the sheath located in the right iliac artery. The patient was sent for surgery to remove the remaining partially deployed stent. The sfa was re-stented with a non-bsc stent and the patient¿s status was reported as stable and doing fine post procedure and surgery. However, returned device analysis confirmed that the v-18 control wire was stuck with the innova¿ stent delivery system.